Event description:
A malfunction was reported on a customer's pump, identified with the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.